Manufacturer narrative:
Additional information: device evaluated by MFR - device evaluation: the lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to lens and residue on lens. Claim #(B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -15.5 into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a longer lens due to low vault and the problem was resolved.